Event description:
As reported by the edwards field clinical specialist, after deploying the 23mm sapien valve, one of the leaflets was noted to be frozen. As a result, the patient had severe central aortic insufficiency (cai), low blood pressure, and became hemodynamically unstable. Chest compressions were started and epinephrine was administered to increase the patient's blood pressure. Multiple failed attempts were made to free the frozen leaflet by repositioning the wire and delivery system. While the patient continued to be hemodynamically unstable, the physician decided to prepare a second valve. However, after the second valve was prepped, the leaflet on first valve started to open and close properly, and normal blood pressure resumed. There were no major vascular complications and the first valve was properly positioned in the aortic annulus. The native annular diameter was 22mm. The native valve was moderately calcified. The patient¿s ejection fraction (ef) was 68%. The sapien valve was positioned and deployed in a 50:50 position across the native aortic annulus. The coaxial alignment of the valve and delivery system was described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the reported initial non-functioning leaflet cannot be confirmed; however, it is possible that patient's blood pressure was slow to recover following rapid ventricular pacing, which may have led to a delay in mobilizing the leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.